Event description:
It was reported that during implantation of the pcb00v (serial number unknown), hemorrhage was observed from the intraocular (possibly the iris part). It was stated that the doctor washed the intraocular lens by irrigation and aspiration. Hemorrhage was still observed on the next day. Blood was also observed on the iol. It was stated that the doctor is taking a ''wait-and-see'' approach. The doctor was concerned if the iol would absorb blood. No further information was provided.

Manufacturer narrative:
Follow up information from the surgeon indicated that the patient's visual acuity is not a problem and the blood on the intraocular lens (iol) is gradually disappearing. He stated the hemorrhage was related to surgical technique and not a quality issue with the iol. He declined to provide the serial number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Pt age and gender: unknown. Date of event: unknown. Serial number: unknown. Expiration date: unknown because the serial number is unknown. Implant date: unknown. Explant date: not applicable; at the time of report, the lens remains implanted. Device manufacture date: unknown because the serial number is unknown. Initial reporter: phone number:(B)(6). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.